Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 45 white reload associated with this complaint. Failure analysis found the primary failure of blade rotation to be related to the customer reported complaint. The reload was found to have the blade rotated within the knife track. The blade was not exposed above the surface. There was also cartridge damage noted at the site of the rotated blade. Additionally, the reload was found to have cartridge damage. The cartridge was damaged between the knife track at the site of the blade rotation. The blade was also damaged and broken at the base. The second sureform 45 white reload was returned unused and unfired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. There was no damage to the reload or its components. No product issue was identified. The sureform 45 stapler instrument was returned and visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green 45 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was fully functional. There was no problem detected. Sureform 45 logs show the first stapler used was installed on the system 4 times and fired 4 white reloads. On installs 1, 3, and 4, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. After the 4th install, the instrument was removed and not used again in the procedure. A second sureform 45 stapler instrument was installed on the system 1time and fired 1 green reload. On the only install, the first clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a sureform 45 curved-tip stapler instrument with a white reload fired across a well-dissected artery, which resulted in a partial fire. The firing stopped short of completing the staple line. When the stapler's jaws were opened, the staple line was complete up to the stopped portion. There was no bleeding; no intervention was required. There was no injury to the target vessel as a result of this event. No error messages were produced during the firing sequence. A new white sureform 45 reload was used to complete the staple line with no complication. The procedure was completed robotically. The patient is recovering well. Patient demographics were not provided.